Event description:
Caller reported an error with their continuous glucose monitor, specifically a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was guided through the process. After the reset, the pump did not display the error code again, and the caller was able to successfully start their sensor session.